Manufacturer narrative:
H10: the device was received for evaluation. Functional pressure testing was performed, and it was noted that leak was observed at the level of the assembly of the port dialysate and the support plate. The reported condition was verified. The cause of the reported could not be determined; however, the observed damage is typical of mechanical shock applied on the product leading to its breakage. Therefore, the most probable root cause identified is that a shock occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150, an external dialysate leak was observed due to a cracked port. There was no patient involvement. No additional information is available.